Event description:
The core micro drill was sent for evaluation because it overheating. The user facility could not provided any further information.

Manufacturer narrative:
Corrosion of the motor cartridge was noted.